Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had cardiac compass which has invalid data. It was further reported that the right atrial (ra) lead exhibited low impedance. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.